Manufacturer narrative:
It was reported that the patient was lying in the bed and attempted to use the remote control to lower the head section. The patient pressed the appropriate button on the remote, but instead of a slow, controlled descent, the head section dropped quickly and unexpectedly causing the patient to strike her head. The customer contact stated that he is unsure whether or not the patient fell out of the bed or where she struck her head. The patient required medical evaluation and follow-up care. Per the customer, the malfunction was linked to "the bed's motor responsiveness" and handheld remote control which intermittently failed to respond and at times caused the head section to move much faster than intended. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient was lying in the bed and attempted to use the remote control to lower the head section. The patient pressed the appropriate button on the remote, but instead of a slow, controlled descent, the head section dropped quickly and unexpectedly causing the patient to strike her head. The customer contact stated that he is unsure whether or not the patient fell out of the bed or where she struck her head. The patient required medical evaluation and follow-up care. Per the customer, the malfunction was linked to "the bed's motor responsiveness" and handheld remote control which intermittently failed to respond and at times caused the head section to move much faster than intended.